Event description:
A biomedical engineer reported that there was poor/no vacuum available during a cataract extraction procedure. Add'l info was requested. Add'l info was rec'd from the engineer reporting that low vacuum was experienced, during the procedure, with no pt impact reported. The following cases were canceled as a precaution.

Manufacturer narrative:
The company rep examined the system and was not able to replicate the reported event. The company rep recommended that the customer check the I/a handpiece o-rings as a precautionary measure. It is possible that a nonconforming o-ring on the I/a handpiece will affect vacuum issues during use. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did indicate 1 similar report for this system. The root cause cannot be determined conclusively. (B)(4).